Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the total basal rate was inaccurate. During troubleshooting with tandem technical support, it was found that the customer accidentally set an incorrect time segment. Tandem technical support guided the customer through adjusting the pump settings. There was no reported impact to customer's blood glucose level.